Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿ with a potential root cause of ¿static or positive air pressure¿. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product code is unknown, the drain bag product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the indwelling catheter wasn't draining well. Rn had to manipulate the bag to prevent the vapor lock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the indwelling catheter wasn't draining well. Rn had to manipulate the bag to prevent the vapor lock.